Event description:
The manufacturer received information alleging a ventilator quit working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator quit working. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's logic board needs to be replaced to address the issue. The device was scrapped at the discretion of the technician.